Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/05/2023. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. The shaft of the harvesting device was observed to be bent at a slight angle. There were no visual defects observed on the jaws or the heater wire. There were no visual defects observed on the cannula or the c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000274504 history record review was completed. [Ncmr #17580- on 16 dec 2022, (B)(6) notified getinge maquet cardiovascular of a non-conformance within the calibration standards for the dosimetry measurement system which impacted gamma radiation processing runs at (B)(6) from 24 jul 2022 to 15 dec 2022 (see steris calibration customer communication 16-dec-22 attached). This calibration non-conformance erroneously inflated the reported measured dose by 2.7% as compared to the actual dose delivered to the product. As a result, the minimum delivered dose for some lots processed while the error was present did not meet specification.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1069" to "2981".

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2, after the dissection process was completed, the harvester started to set up the hemopro 2 device to perform branch ligation. However, after pushing the harvesting tool through the harvesting cannula, it was immediately noticed that the harvesting tool had broke. There was now a hard bend in the harvesting tool near the jaws. Due to this defect, the device was not safe to use and it was removed from the surgical field. A new hemopro 2 kits was opened and the case was finished with no other issues. No adverse outcomes occurred due to the defect. There was a slight surgical delay. Less than 3 minutes. Just the time it took to open up a new hemopro 2 kit. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.